Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that recently released biometric identifier (bioid) patch (mid-april) was required for affected devices that had not been upgraded to version 1.11, and the patch was manually installed. A technical support specialist identified the error, bioid device requires maintenance in med application, and hat testing confirmed the bioid device was not connected or initialized. Knowledge article, usb devices and network adapters unresponsive was completed by deploying the disabled power management package via remote support service (rss), followed by knowledge article, bioid lumidigm update package 1.3 release for es ¿ failure recovery fix, to manually reinstall the bioid driver and disable bluetooth. Additional troubleshooting was performed on devices with slow file uploads. Most issues were resolved, and soft reboots were required on each device to complete the process and later tss completed troubleshooting on all devices and customer confirmed that issue was resolved. The system functioned as intended when the technical support specialist troubleshot the device. Provide your feedback on bizchat.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were stuck on the carefusion blue screen and experienced bioid issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.